Manufacturer narrative:
This report was received through medwatch report number (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during patient therapy of phyenylephrine in the critical care unit. The patients blood pressure was dropping and required an increase in phyenylephrine dose. The dosing was increased significantly over the course of two hours. When the pump alarmed that the infusion was complete, the bag was noted to be almost full. The pump was restarted and the drip chamber observed to have a very slow drip rate compared to the programmed rate. The phenylephrine infusion was moved to a different pump and the patient's blood pressure immediately responded. No additional information is available.